Event description:
Event was reported to (B)(4) by an attorney. The pt has suffered chronic pelvic and vaginal area pain, mesh erosion, additional surgical procedures, painful intercourse, blood in urine, and continued incontinence. No further info has been provided.